Manufacturer narrative:
Batch review performed on 31 july 2020: lot 182645: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 31 july 2020: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1906462. Lot 1906462: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 3 similar events reported.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.